Manufacturer narrative:
Other relevant device(s) are: poe 9735798, injector s8 svc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that while setting up for a case the clinical specialist (cs) noted he was unable to get a connection from the camera cart to the main cart and it said it was unable to connect to the uninterruptable power supply (ups). The cs tried to reboot the system, power down the parts unplugged and checked the interconnect cable for damage. Technical services recommended powering down the system, holding the power button down to discharge power while shutting down, turning on the system and going back into admin. After doing so the system booted up with a localizer not connected. They rebooted the system and they were able to verify instruments and the camera was tracking. There was no patient present at the time of the event.

Manufacturer narrative:
Additional information was received on 2019-dec-30 stating that no system checkout would be completed. If information is provided in the future, a supplemental report will be issued.